Manufacturer narrative:
Investigation: visual inspection: during the investigation, no damage or other abnormalities were determined. Permeability test: a permeability test has shown that the reservoir is permeable. Result : in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried residues of testing liquid can influence the function of the product, which can affect the results. Despite this, we have examined the products. Based on our investigation results, we can determine no functional deviation. The reservoir operates within all specifications. The cause of the aforementioned functional impairment is not known to us at the time of the examination. We can exclude a defect at the time of release. The reservoir met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a pediatric sprung reservoir (#fv063tt) was was using. The surgeon removed the reservoir from its packaging and tested it by introducing fluid and pumping it through the reservoir using thrid party catheters. The reservoir did not function as expected, as it failed to pump fluid in and out of the catheters. No incident cause, patient harm or delay in the surgery was reported. The samplewas returned for examination to the manufacturer on 01/06/2026.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a pediatric sprung reservoir (#fv063tt) was was using. The surgeon removed the reservoir from its packaging and tested it by introducing fluid and pumping it through the reservoir using thrid party catheters. The reservoir did not function as expected, as it failed to pump fluid in and out of the catheters. No incident cause, patient harm or delay in the surgery was reported. The sample will be returned for examination to the manufacturer.